Event description:
Information received indicates the value was abandoned at implant because intra-operative tee showed valvular insufficiency after suture placement. The valve was intra-operatively replaced with no patient complication reported.